Manufacturer narrative:
Correction section d10: concomitant medical products should have been blank instead of scs lead. Correction section d10: therapy dates should have been blank instead of (B)(6) 2023.

Event description:
Related manufacturer report number: 3006705815-2023-03628. The allegation was against both leads.

Event description:
It was reported the patient was experiencing pain after a trial lead implant procedure. As a result, surgical intervention was undertaken where in the patient's leads were explanted and they were transported to the hospital. Follow up indicated the patient was doing well.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000140614.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.